Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the tip of guide wire holder from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was broken. The event was noted prior to patient contact. There are no reported adverse patient consequences. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.

Manufacturer narrative:
Additional information: brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. Corrected information: device was received on 23jun2017, after the initial report was submitted. Investigation - evaluation : a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set device was returned in opened, and unused condition. The tip of the wire guide holder was broken into two separate pieces. The wire guide dispenser material was lodged in the j-tip straightener; the fragment was removed in order to take measurements. The od of the snap on the dispenser and the ID of the snap end of j-ip straightener measured within specification limits. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. The wire guide holder is introduced in the package during the packaging stage of the product. The j-tip straightener is snapped to the wire guide dispenser prior to shipping. The package is inspected for defects during the packaging and post sterilization stages. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for the broken tip is likely related to handling during the packaging, sterilization, transportation or storage of the device. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.